Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 5 seconds, the balloon vertically ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.